Event description:
It was reported by the affiliate that during a laparoscopic pouch procedure, the doctor used the gun with the initial cartridge, reloaded it once and then used another one for procedure. At this point, they did not identify any issues with the staple line. When the device was inserted it was noted that the rectal stump was open. On inspection of the staple line it was clear to see on one of the staple lines had not fired fully. On inspection of the third cartridge, two reloads looked fine and the gun worked fine but on one of the cartridges the orange drivers had not come up fully at the proximal ends, then there is a gap and then the drivers had come up at the distal end. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.